Event description:
The customer reported via phone call that they had a no delivery alarm during a bolus. Customer stated troubleshooting revealed the reservoir was defective. Customer's blood glucose was 233 mg/dl. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.